Manufacturer narrative:
Concomitant medical product: 5820 ipg, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine implantable pulse generator (ipg) replacement procedure cracks were noted in the insulation of the right atrial (ra) and right ventricular (rv) leads just distal to the strain relieve area. It was also noted there was "adhesive residue" on the leads. The leads were capped and replaced. No patient complications have been reported as a result of this event.